Event description:
Information received from the field does not address the patient's clinical status but notes measured data of 2.7v, 6ua, 5 kohms with a message that "one or more parameters have unknown values." Dashes (---) were also noted in random parameters. Base rate programming to 60 ppm and download attempts were unsuccessful. Device replacement will be scheduled.